Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small¿s hemostatic valve was leaking and there was back bleeding. The reporter confirmed that the dilator was inserted correctly upon prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was exchanged for another vizigo. The case was successfully continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. This issue of hemostatic valve separation is considered to be an MDR reportable malfunction. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap was found in its place. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions but, the silicone ring fell to the floor unconsciously during the dissection and got lost. A device history record was performed for the finished device and no internal action related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small¿s hemostatic valve was leaking and there was back bleeding. The reporter confirmed that the dilator was inserted correctly upon prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was exchanged for another vizigo. The case was successfully continued. There was no patient consequence. Additional information later received indicated that there was no noticeable damage except for blood back bleeding. When flushing sheath after removal it would only flow out the back of the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. A wire was inserted and the sheath was replaced with a new one. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost: 15-20cc.